Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Engineering performed a visual examination of the returned device and the following was observed: distal balloon shaft bunched and positioned past the sheath distal tip. Liner bunched and fully delaminated for approximately 1.75'' in length starting from distal tip. Liner fully expanded and distal tip opened as designed. C-marker band present and remains attached to ID of sheath shaft. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint sheath liner delamination was confirmed based on the provided device imagery and the evaluation of the returned device. The available information suggests that procedural factors (withdrawal of altered balloon profile, non-coaxial alignment from patient factors ) likely contributed to the event as it was reported that ''the balloon of the commander delivery system ruptured upon full inflation on a large protruding chunk of calcium in sinotubular junction (stj)'' and as patient factors (tortuosity, calcification) were confirmed via the provided 3mensio. Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification and/or tortuosity) are present near the sheath distal tip. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Supplemental report submitted to correct h10.

Manufacturer narrative:
Supplemental report submitted to correct h6 - device code. Per preliminary pre-deco observations no liner tear was observed.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 23mm sapien 3 ultra valve. As reported, during valve deployment, the balloon of the commander delivery system ruptured upon full inflation on a large protruding chunk of calcium in sinotubular junction (stj). The balloon appeared to burst circumferentially. The valve was deployed fine. There was difficulty retrieving delivery system through sheath so they proceeded to remove delivery system and sheath as one unit. The patient was stable. No intervention needed in vessel. There was no patient injury. Per photos provide, the esheath liner appeared delaminated.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. H11: please reference related manufacturer report no: 2015691 2025 08218.

Manufacturer narrative:
Supplemental report submitted to include additional information. Updated h6 - device code and h11. Per image evaluation, the distal end of the liner appeared fully delaminated. Additionally the esheath liner was torn.